Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced a slowness issue during the medication retrieval. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced application slowness. A technical support specialist (tss) found that issue seemed to be affecting just one patient. After a few days, the problem resolved itself, likely due to a purge. The system functioned as intended after the technical support specialist troubleshot the device.